Event description:
This is a malfunction of an impactor-positioner-aligner, which is intended to be used with trial delta cups. The instrument experienced a loss of functionality of the male thread which is screwed into the trial cup. The event occurred in (B)(6). Our subsidiary (B)(6) reported that the event did not cause serious injury.

Manufacturer narrative:
By the check of the work cycle, we can confirm that the functional check performed with the proper gauge on the male thread of the impactor was ok soon after it's manufacturing process. Nevertheless, the instrument experienced a problem with the functionality of the male thread with the time. It's not easy to go back to the causes of this damage; we believe that the male thread could go slightly damaged after repeated use, or because of an improper use by the surgeon (onset on multi-axial forces on the male thread when beating the cup), or because of a combination of both these factors. We don't know if the instrument was used in combination with definitive cups or with trial cups. The surgical technique clearly specifies that these impactors-positioners-aligners must be used only with the trial cups; if the surgeon used this instrument in combination with definitive cups, this improper use could have contributed to the damge of the male thread and loss of functionality. A proper communication has been given to the complaint source in this sense. The only other complaint about these impactors is a signaling of seizures of the male thread of the instrument with a definitive cup (our complaint # (B)(4), MFR report # 3008021110-2013-00012). In that case, the surgeon could not unscrew the impactor from the definitive cup after beating. That was clearly an improper use, because the impactor was used in combination with a definitive cup (the user did not follow the indications of the surgical technique). Moreover, the returned instrument was found to be fully functional.